Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the pump failing to update using the clinician programmer a810 software application was not and had not been identified. When an update was attempted the screen with warnings reappeared and a message on the top of the screen indicated the changes could not be verified and the update was invalid. The incorrect eri (elective replacement indicator) date was not resolved. It was still incorrect. The hcp documented in the visit notes that the eri had been reset and was not correct and to refer to the pump reports prior to the incident to verify the eri.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The cause for the failure to update was noted as having been identified. The software application version used regarding the clinician programmers was version 1.1.342.

Manufacturer narrative:
H3: analysis determined the pump was exposed to an extreme environment. The catheter was returned and no anomalies were found. Concomitant medical products: product ID a810product type software product ID 8780 serial# (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider indicated that the safe state message, reset message, incorrect pump time and date, and incorrect eri date were most likely related to the patient falling on the pump. No cause was determined for the patient not hearing the alarm. The patient did not hear the alarm and the pump was not alarming while in the office. The patient presented to the clinic for a refill on 2020-dec-15 and initially only an 8840 could be used to update the pump. It was noted that 2 separate tablet programmers were used and the attempts to program the pump with the tablets had failed. After the pump was updated with the old clinician programmer, they were able to connect with the tablet. The warnings did not appear and the pump time was corrected, but the eri remained incorrect. The pump did update successfully after the refill. The pump remained implanted and the patient would be under a period of monitoring to ensure the pump was functioning normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via the company representative regarding a patient receiving bupivacaine 4mg/ml at 0.274mg/day and dilaudid 2mg/ml at 0.548mg/day via an implantable pump. It was reported that the patient was in for a normal refill and when the read the pump the following alerts came up. Reset occurred code 101, safe mode code 87, pme 114, and my ptm information is lost. Per the reporter the patient does not and did not have the ptm enabled. The logs indicate that alarms occurred today at 10:45am. The reporter stated that the pump time was 03:47 and the date was (B)(6) 1979, both incorrect and that the eri is showing less than one month when a print out from the last refill, says the eri date is may 2023. They tried changing the infusion mode and updating the pump with the two tablets, but it would not allow to update and kept reading "update cannot start. Pending data invalid" in the finish screen. The company representative had an 8840 clinician programmer and used that to update the pump. When the pump was interrogated with the 8840 it said "pump in safe state. Reset occurred." Logs show alarms happened today. The patient did not hear the pump alarm. The company representative was able to update the pump to normal infusion mode but the eri date changed to 81 months. It was reviewed that the eri date reset and is not correct. The pump should be replaced prior to it reaching 7 year mark. It was noted that the patient has the pump in the back and did report falling on the pump a couple of months ago, after her last refill. It was recommended performing an alarm test. The pump had not been accessed yet to check for volume discrepancy, but they will be doing the refill now. Additional information received the same day reported that they were only able to aspirate 1/2 ml out of th e pump and could only get 11 ml in the pump. It was reviewed due to history of falls, looking at the pump laterally for potential damage and position and uniformity of bellows. Per the reporter the lateral imaged showed bottom shield of the pump appears to be concave.